Manufacturer narrative:
Hvad® pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as high watts alarms that correlate with the reported event. In a photo of the explanted pump provided by the site shows biological material in the inflow tube. The cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately two month¿s post implant, the patient experienced a suspected pump thrombus. The patient was initially admitted to the hospital for a fever of 102f. No source of infection was identified. The patient was treated with IV fluids for clinical signs of dehydration. Three days later, while still in the hospital, it was noted that the hvad power had risen from 7 to 8 watts. Additionally, the patient had an increased mean arterial pressure (map), evidence of hemolysis (tea-colored urine) and increased ldh. Tpa, heparin and captopril were initiated. The power consumption decreased from a maximum of 14 watts to 7-8 watts. The patient was maintained on heparin and integrilin 1 mcg/kg/min was initiated. Two hours after the initial tpa administration, the patient became aphasic. No other symptoms were reported. A CT angio revealed a small distal posterior cerebral artery (pca) embolism; no treatment options were available due to its location. On (B)(6) 2013, was neurologically improved with mild aphasia and was moving all extremities. He was maintained on heparin and integrilin in the ICU and was stable. The patient ultimately underwent a pump exchange on (B)(6) 2013. The details regarding the pump exchange are not known at this time. The investigation of this event is on-going.